Event description:
Manufacturer receieved the complaint over phone call. The prosthetist called to say that he had a patient using flexcells, the system got very hot and started smoking. The patient was able to remove the system before he was injured. It was reported that the patient had a slight blister that did not require medical attention.